Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping / pain") and cervical polyp ("cervix polyp") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's concurrent conditions included genital bleeding, vaginitis, cervical dysplasia, hypermenorrhea, uterine cervical lesion and chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("excessive prolonged painful periods"), dysmenorrhoea ("excessive prolonged painful periods / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced cervical polyp (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("low back pain"), abdominal distension ("bloating") and vaginal odour ("odor"). The patient was treated with norethisterone acetate (aygestin), antibiotics, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy.) And surgery (leep). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, abdominal distension, bacterial vaginosis, pelvic pain and cervical polyp outcome was unknown and the menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge and vaginal odour had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, bacterial vaginosis, cervical polyp, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal odour to be related to essure. The reporter commented: insertion details: right and left tubes were cannulated with essure device using recommended procedure. 4coils were visible within the cavity bilaterally. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: vaginal odour, dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received- new event abnormal bleeding (vaginal), bacterial vaginosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, pain, cervix polyp, odor, essure confirmation test(s) conducted, specify-no were added. New reporter, patient information, treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("low back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("excessive prolonged painful periods"), dysmenorrhoea ("excessive prolonged painful periods") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, dyspareunia, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.